Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a fluency stent. During advancement of the stent over the guidewire, resistance was encountered, prompting removal of the device. Upon removal, a kink in the stent was identified. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, g3, h6 (device, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using fluency plus endovascular stent. It was reported that the catheter and stent strut were sticking out. There was no reported patient injury.